Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The external visual inspection identified discoloration on the heater tray. No other physical damage was noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A pre-accelerated stress test (ast) simulated treatment was performed on the cycler and passed. The cycler was powered off and back on during the simulated treatment. A power fail recovery alarm occurred when the cycler was powered back on. The treatment was resumed and completed without failures. In addition, a post-ast simulated treatment was performed on the cycler and completed without alarms or failures. The cycler underwent and passed a patient sensor calibration check and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Additionally, fluid was found in the hp2 and hp3 filters. The cause of the observed fluid and dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. The patient initially contacted ts to troubleshoot an m31 air detected in cassette alarm. After failing to bypass the alarm, the patient was advised to reboot the cycler. The reboot recovery failed, and the patient was then told to cancel the treatment. When the patient opened the cycler door to remove the cassette, fluid was observed leaking out. The patient was unsure what caused the leak, and they did not know where the leak was coming from exactly. Per the patient, no visible damage was identified on the cassette. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. During follow up, the patient stated that they did not complete their treatment. However, there were no adverse effects due to the incomplete treatment. It was confirmed the patient was trained to perform manual pd therapy, as well as stat drains. The patient confirmed that they notified their peritoneal dialysis registered nurse (pdrn) of the event. As a precaution, the patient was prescribed prophylactic antibiotics (type and dose unknown), administered one time via intraperitoneal injection. Despite the prophylactic antibiotics, the patient confirmed they did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed that they received the replacement cycler and were continuing pd therapy on the replacement with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available to be returned for evaluation as the device was reportedly discarded.